Manufacturer narrative:
Service was not dispatched. Event details suggest that the issue may be reagent related. The issue is being investigated however, a root cause is not known at this time.

Event description:
A customer reported that on (B)(4) 2011 they experienced multiple, high, direct low-density lipoprotein cholesterol (ldld) patient results generated on a unicel dxc 600i synchron access clinical system. The ldld results did not correlate to associated cholesterol values. These ldld results were not reported outside the laboratory. The ldl results were repeated on another instrument and were found to be in agreement with manually calculated ldl values. These confirmatory test results imply that the initial ldld results were erroneous. The manual ldl values were regarded as correct and were reported out of the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Calibration and quality control rata provided by the customer indicates that calibration results met acceptable established specifications while quality control results showed some imprecision. No other assays were impacted by this event. Data provided by the customer indicates that eight, high ldld results were generated on 4/23/2011. The sum of ldld, hdld (direct high-density lipoprotein cholesterol) and vldl (very low density lipoprotein) results was greater that the total cholesterol value. Customer also provided data for an apparently unrelated sample with no ldld, hdld, cholesterol or vldl results.